Event description:
The customer reported that the system displayed a blurry square white screen with no image. No pt injury was reported.

Manufacturer narrative:
A ge service rep preformed an onsite investigation. The patch cable was replaced. The system was tested and found to be working as intended and put back into service.